Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy. Additionally, the battery gauge was fluctuating which resulted in the pump shutting off. Customer successfully turned the pump on and continued to use the pump for insulin therapy. Customer's blood glucose level was 141mg/dl.